Event description:
It was stated that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 523 mg/dl. The caller wanted the insulin pump checked. She stated she conducted a self test, and the unit passed. She stated that the unit smells like insulin due to an insulin leak the customer experienced a few weeks ago. She also stated that the customer had to change the infusion set yesterday due to several no delivery alarms. Troubleshooting was performed, and the drive support cap was loose. The insulin pump passed the prime test, but further troubleshooting could not be conducted as the call was disconnected.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.